Manufacturer narrative:
(B)(4) stent prematurely deployed. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted to treat an approximately 5cm adenocarcinoma just proximal of the ge junction during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure when the wallflex esophageal stent was almost completely deployed, the physician heard a "pop" and the wallflex esophageal stent had completely deployed. The physician confirmed under fluoroscopy that the wallflex esophageal stent had migrated into the stomach. The wallflex esophageal stent has not been removed from the patient as the physician feels comfortable leaving the stent in the patient's stomach. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.